Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2020 and the mesh was implanted. It was reported that when the physician began suturing the mesh in the middle of the anterior side of the patch between the flaps, it came apart. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/16/2020. Additional information: d4, d10, h4. H3 evaluation: one open foil and one one mesh of product was received for analysis. During visual inspection of the used sample, one strap was detached, and the mesh has begun with degradation process. Also, body fluids were observed on the mesh. In addition, the detached strap was not received for evaluation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.